Event description:
Customer's father called to report that he did not think the pod was working properly. Customer's father stated his daughter wore the pod for about twelve hours and her blood glucose (bg) ranged 65-330 mg/dl. Customer's father stated that he activated the pod that evening. He stated that when he removed the pod, the cannula was inserted in the infusion site and he saw blood around the site and the cannula had blood in it. They gave a manual injection after he changed pod to bring her (bg) down. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.